Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit was found to have missing segments after being tested due to recall letter sent to customer. Customer will retire the unit. There is no report of patient involvement, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.